Manufacturer narrative:
Intermittent button response noted due to corroded keypad traces. No frozen screen noted. Unit received with scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads. Oz (B)(6) 2014. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had display anomaly and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.